Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient used the patient activator to mark an episode but the implantable cardiac monitor (icm) did not show the episode as marked. It was noted that the daily wireless audit transmission did not show an event. The patient wants the device removed as they feel it is not capturing episodes automatically. The icm and activator remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.